Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a 29-hour flow accuracy test was performed and the pump was found to be delivering within specifications. A 10 unit normal bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. No insulin delivery defects were found during investigation. Unrelated to the complaint, evaluation revealed a dislodged display screen and partially dislodged force sensor pins. A review of the pump history indicated that loss of cartridge detection had occurred which was not duplicated during testing.

Event description:
On (B)(6) 2011, the reporter contacted animas on behalf of her son (the patient) alleging that the pump delivered extra insulin. The reporter indicated that the patient had bolused for food. After the bolus was delivered, the patient claimed that he felt more insulin being delivered. The reporter indicated that the pump was at 89 units and then went down to 31 units. Right after feeling as though more insulin was being delivered, the patient quickly disconnected and reportedly noticed insulin coming out of the tubing. The reporter called paramedics but is it unknown what treatment, if any was provided. The reporter also indicated that the patient's blood glucose (bg) was at "461 mg/dl" and he was asymptomatic. The reporter mentioned that she did not think the patient got insulin since his bg had gone up from "357 mg/dl." A review of the pump revealed that the patient had bolused "7.55 units" that day which added up with the tdd. According to the reporter, the basal delivery was correct. At the time of the call with animas, the reporter indicated that the paramedics had not arrived yet. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump delivered additional insulin after a bolus was delivered. There is no evidence however that the alleged issue contributed to a serious injury. The patient's reported bg readings do not meet animas' criteria for a serious injury. Also, the reporter denied that the patient developed any symptoms.